Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked down from tubing guides and missing a rubber foot.. A review of the event history log identified syringe flange sensor error in history. During functional testing the reported issue was duplicated during the flow test. The opto-coupler was not plugged into the main board. The root cause of the problem was caused by the customer's incorrect assembly of the device. Plugged opto-coupler into main board.

Event description:
It was reported that the pump sis not recognize the syringe. No patient injury was reported.